Event description:
Patient was intubated with a nim trivantage emg endotracheal tube 7.0mm i.d. X 9.5mm o.d. Tube. The surgeon started smelling sevo. The tube was removed and the patient was re intubated. It was discovered that the tube had a balloon leak. FDA safety report ID #(B)(4).